Manufacturer narrative:
Updated fields: b4, g3, g6,h11. Upon further review it was determined that this incident was determined to be a duplicate report to complaint (B)(4) (authority ref 2249723-2025-0004166). All the information will be submitted inthat record hereafter. So please cancel in your database.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.